Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump piston pushed the reservoir out of the reservoir compartment while trying to deliver a bolus. The customer¿s blood glucose was 376 mg/dl at the time of incident. Customer stated that the insulin pump o-ring came off after the reservoir has been removed from the reservoir compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, cracked reservoir tube lip, cracked and bleeding on lcd glass, cracked lcd window, minor scratched lcd window, detached end cap, missing motor and force sensor assembly. Unable to perform functional testings due to physical damaged to display.